Event description:
It was reported thrombus was noticed during the procedure. A left atrial appendage (laa) closure procedure was being performed. The patient was properly heparinized throughout the procedure. A watchman access system (was) and 30mm watchman laa closure device and delivery system (wds) were used. The procedure was successfully completed and the closure device was implanted. It was confirmed there was no thrombus while the wds was in the was. The physician used transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) for imaging. The was and non-bsc ice probe were in the patient after the closure device had been implanted. It was noticed there was a clot on the right atrial side of the septum at the location where the ice probe was. The was and ice probe were in separate areas of the heart. The physician was able to aspirate the clot through the ice probe sheath. There were no patient complications.